Event description:
Customer called to report sensor issues. It was reported that the insulin pump has a bent cannula. Customer's blood glucose reading was 110 mg/dl. Nothing further reported.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed solution test and sensor failed per spec. No isig readings detected. Checked lab transmitter for proper use and operation using tool and transmitter passed per specification, also found cannula bent was unable to confirm customer received sensor in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.